Manufacturer narrative:
(B)(4). The device has been received, and the condition was confirmed by service. This is an ancillary service event opened during investigation of (B)(4). The root cause of the loose and unglued left support is unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, an I-pump was found to have a loose and unglued left support. No additional information is available.